Event description:
It was reported that during deployment of a stent, the suture would not release at the distal end. When they tried to remove the catheter, the stent was pulled upward and the stent was stuck in the upper esophagus. The pt needed to have the stent removed under general anesthesia by an ent physician after attempts to remove with gastro. Forceps failed. The pt's condition is reported as fine. The pt remains stented with the device. When/if the product is returned a follow-up report will be filed.